Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: one (1) sample was returned for evaluation from p/n 225-3267-300, the returned sample was received inside a plastic bag without its original packaging and used condition. Visual inspection: the sample was visually inspected: results: sample present a pin hole on the breathing bag. Functional test: sample was submitted to leak test inspection per specification qp dabb rev.009 disposable anesthesia breathing bag / section 1.5 retention test. Leak test inspection was performed on the returned device using equipment manometer ID# 8.0324 (calibration due date 07/2022). Results: the device present leakage conclusions: failure mode reported is confirmed due a pinholes base on the investigation results, the sample returned present leakage due pinholes or tears on the raw material breathing bag provided by the supplier. The cause of the reported problem could not be determined. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.